Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a moderately tortuous and moderately calcified right coronary artery (rca). A 38 x 2.75 promus elite stent was deployed in the rca. After deployment, a distal edge dissection was noted at the distal part of the stent. To cover the edge dissection, a 28 x 2.5 promus elite stent was deployed distal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed. No further patient complications were reported and the patient was reported to be stable following the procedure.